Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level was 37mg/dl. The father states the pump is not working. The father was advised of non-recommended usage of enlinte sensor with revel pump. The customer was advised to upload their pump and call back to further troubleshoot.